Event description:
Pt stated all three cassettes from last week's delivery were all bad cassettes. No lot information provided. She will have to use emergency kit for one mix due to faulty cassette. No further information given. No add'l info details or dates are available at this time. Return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow and volume delivered. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Unk; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? No; if no, what was the pt instructed to do in able to continue their infusion? She was instructed to use her emergency kit to self-mix; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.